Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed as the controller's time and date stamp were reset to zero. After careful internal inspection, it was observed that when the controller was allowed to charge and the date and time were set to the actual time, the controller was able to keep date and time accurately. This condition was probably caused by the controller being in storage and not used for an extended period of time since it was a backup controller. Supplemental testing shows that both the controller's internal battery (bt2) and the charging subsystem work properly. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient's controller was noted to have a depleted internal battery after it had just been exchanged. This controller had been the patient's backup controller and was being exchanged for the primary. The new controller was exchanged with no reported patient injury. A preliminary review of the controller log files revealed an inaccurate timescale.